Manufacturer narrative:
(B)(4). The pump was not returned to sigma for eval. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that the pump had a secondary bag attached and the fluids flowed into the primary bag. It was set at the correct head height and there was also a backcheck valve attached to the pump.